Event description:
The follow-up request for additional patient/event information was finally received from the user facility on 07-oct-2014 and thus prompted this follow-up and final MDR report long after the submission of the initial MDR, which was originally filed on 29-aug-2014. Additional information indicated that during use of this spectrum ii suture hook, 90 degree left in a shoulder arthroscopic anterior/posterior labrum repair procedure, the tip of the suture hook broke while the surgeon attempted passage of shuttling stitch in the anterior/inferior labrum, approximately 5 o'clock position. Other received information revealed that the reported ninety (90) minute delay was due to the tip of the instrument breaking outside of the patient's shoulder capsule, forcing the surgeon to abandon the arthroscopy and open the patient's shoulder to retrieve the broken tip of the suture hook and complete the procedure. This included a tenotomy, a repair of the subscapularis, and an open bankart repair. The patient was discharged as per routine facility procedure. The report also indicated that besides having some mild postoperative stiffness, the patient is otherwise doing well.

Event description:
The customer reported that during use of this spectrum ii suture hook, 90 degrees left in a shoulder arthroscopy procedure on (B)(6) 2014, the tip of the suture hook broke off in the patient's shoulder and could not be easily located arthroscopically. The surgeon opted to convert the procedure to an "open shoulder" surgery and was able to successfully locate and retrieve the broken suture hook tip. As reported, other than the 90 minutes delay, the procedure was otherwise completed with no further complications or patient injury reported. Despite multiple attempts; to date, there has been no additional information received regarding the patient's latest condition or any indication that a long term adverse effect has occurred.

Manufacturer narrative:
As reported, the suture hook tip and remainder of the suture hook are not expected for evaluation, as they were discarded at the user facility following the surgery on (B)(6) 2014. A review of the device history record showed this lot was manufactured on 15-jan-2010 in a lot of 5 units (UDI#: (B)(4)), with no noted discrepancies during the manufacturing process that could have caused or contributed to the reported breakage. There were no other similar complaints received for this item and lot number combination. This suture hook is a limited reuse device with a recommendation of five (5) procedures and the number of uses for this unit is not available. In addition, a review of the shipping records showed the unit was shipped to the customer on (B)(6) 2010, which gave an indication that the instrument has been in use for over 4.5 years. Over extended use, wear and damage can occur to this instrument causing it to break and/or not to function at its optimum. To reduce the risk of the tip breakage and patient's injury the information for use (IFU) provides the following warnings & precautions: -if the hook or needle bends during use, immediately discontinue use and discard. There is an increased risk of hook or needle breakage and unintentional patient injury may result. -avoid lateral stresses to the instruments or device function may be compromised. There is an increased risk of hook or needle breakage and unintentional patient injury may result. -do not use if parts are broken, cracked or worn, or device function may be compromised. There is an increased risk of hook or needle breakage and unintentional patient injury may result. -do not exceed five (5) procedures per limited reuse suture hook. -avoid mechanical shock or over stressing the instrument which may shorten the life of the instrument. Disposed of at user facility.